Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This complaint was reassessed during a routine review and determined to be a malfunction and not a serious injury.

Event description:
Procedure: anterior resection. According to the reporter: gun was loaded, then gun jammed. The stapler could not be fired at all. Gun had to be slid off the tissue as jaws would not open. Tissue tore as the gun was slid off tissue. There was irreversible tissue damage. Tearing of serosa of rectum. A new stapler was opened and used. Unfortunately, the sample was not kept. And the hospital have no details of the lot number for the gun. No reinforcement material was used. No unanticipated tissue loss. No blood loss of 500ccs or more. Surgical time was extended by 30 minutes. No adverse effect to the patient.